Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photos were returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Provided photos show an implanted iol on a screen. A medical instrument is being held over the lens. There appear to be cloudy/light reflections and white marks/lines over the iol optic. The root cause for the reported complaint could not be determined. No product was returned for analysis. Based on our observation of the attached photos, there appear to be cloudy/light reflections and white marks/lines over the iol optic. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional stated optic scratch and opacity. Additional information has been requested and received stating that the entire optic appears cloudy, and there were numerous marks visible. Some of the markings resemble scribbles or scratch-like traces.